Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: server plug in has foreign objects and adhesive around objective lens has a scratch. A root cause could not be identified. Based on the results of the investigation, it is likely the cover of the light guide bundle was damaged which led to the rust malfunction. Based on the results of the investigation a definitive root cause could not be identified for the newly identified malfunctions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that there was rust formation on the distal cap of the duodenoscope. The issue was found during reprocessing. There were no reports of patient involvement.